Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, partially explanted: (B)(6) 2017, product type: catheter. Of note, only the catheter was returned for analysis. Analysis of the implantable catheter serial number (B)(4) revealed damage to the transition tubing. The catheter was found to be patent, and passed pressure leak testing in the lab. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The patient's catheter was returned to the manufacturer on june 05, 2017 for analysis without any further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a device manufacturer representative indicated the patient had discomfort at the pump pocket site. The pump was moved as a result and it was unknown when the issue began. The pump was moved to a new location and the old catheter couldn¿t be aspirated so a new one was placed. No further complications were reported.